Event description:
#Medwatcher #followup1 #fdamw5039772 #(B)(4). I now have a vitamin b12 deficiency and swollen stomach also.

Event description:
(B)(4). Pelvic pain mostly on right side. Hair loss.

Event description:
(B)(4). Extreme and continuous lower back pain, shooting to my right knee. Back and pelvic muscle spasms. Headache.

Event description:
#Medwatcher #followup 3 #FDA mw5039772 #(B)(4). Consistent pain on right side in pelvic area.

Event description:
#Medwatcher #followup4 #FDA mw5039772 #(B)(4). Hair loss and hives.